Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6); product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure, the patient suffered from a sub cranial hemorrhage which was confirmed by a computerized tomography (CT) scan. This bleeding was resolved during the procedure. The patient had postoperative symptoms of slurred speech, drooling, and cognitive impairment. The patient was hospitalized and monitored by the surgeon and neurologist. No further information could be obtained despite three good faith efforts. Additional information was received that patient has been discharged from the hospital.

Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure, the patient suffered from a sub cranial hemorrhage which was confirmed by a computerized tomography (CT) scan. This bleeding was resolved during the procedure. The patient had postoperative symptoms of slurred speech, drooling, and cognitive impairment. The patient was hospitalized and monitored by the surgeon and neurologist. No further information could be obtained despite three good faith efforts.